Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). It was reported that the ventilator did not power on. The investigation revealed that the power control printed circuit board (pcb) was defective and replaced. Also, during investigation found that the ventilator generated technical error code indicating communication error. The investigation found presence of liquid/medicines spilled into the expiratory channel printed circuit board (pcb). After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported liquid/medicines ingress into the expiratory channel pcb. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. No device logs were received and no replaced parts were returned for investigation. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The root cause could not be determined.

Event description:
It was reported that the ventilator did not power on. The ventilator was contaminated with liquid/water. There was no patient involvement. Manufacturer's ref.#: (B)(4).